Event description:
An unspecified insertion issue was reported with the abbott diabetes care (adc) device. Customer¿s needle was stuck in the adc sensor. Customer did not experience any symptoms and treated themselves (treatment unspecified). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.